Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation date of explant: (B)(6) 2021. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast reconstruction with two 310cc mentor smooth round high profile saline breast protheses and experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 310cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware the patient did not experience a deflation on the right side. Relevant coding has been updated. Manufacturer¿s reference number: (B)(4).